Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the second firing with the blue cartridge, jumped out from the device and the staple only formed one third of the way. The surgeon felt some resistance during the firing. Unknown how the case was completed. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.